Event description:
Procedure: urogynecological. According to the reporter: it was reported by the patient's attorney that as a result of having the product implanted, the patient has experienced injury, pain, disability and impairment. Product was used for therapeutic treatment.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
As per additional information received the reason for mesh implantation is urinary stress incontinence with urethral hypermobility the anesthesia type was spinal anesthesia procedure performed was uretex-type tvt urethral sling. Complication post uretex implantation were as per pfs ¿outcome attributed to device ¿ pain, infections, urinary incontinence and pain during sexual intercourse all these symptoms begun around 2010.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.